Event description:
Event description cpi received information that this implantable pulse generator (ipg) and lead were explanted due to a syncopal episode that resulted in a loss of consciousness to the patient. Cpi minimum longevity of the ipg at nominal settings with a 500 ohm lead is 77 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system. This device was implanted for 157 months.